Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling on their own noted. The device had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.